Event description:
The PICC was placed 2002 and removed the following month. The line seemed clotted so they took it out, the line came out easily. 1-2 cm of the tip was missing. They are taking the patient to CT to locate the tip on april 2002. They will replace with a port a cath when they find the tip.